Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the peroneal trunk using an indigo system separator 6 (sep6), indigo system aspiration catheter 6 (cat6), and a non-penumbra sheath. During the procedure, the physician made several passes with the sep6. After the sep6 was removed from the sheath, the physician realized that the bulb had broken off in the patient's vessel. It was also noted that an x-ray confirmed the sep6 bulb was lodged in the patient's vessel. Subsequently, the physician aspirated the broken bulb using the cat6. The procedure was completed using the same cat6. There was no report of an adverse effect to the patient.